Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration/migration of essure device/metal implanted in myometrium'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), blood loss anaemia ('anemia/anaemia due to chronic blood loss'), genital haemorrhage ('abnormal bleeding(general)') and syncope ('fainted several times due to blood loss') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids, vaginal delivery and adenomyosis. Current weight: 203 lbs. Concurrent conditions included vulvovaginal candidiasis, menometrorrhagia, post-traumatic stress disorder, head injury and skull fracture. Concomitant products included buspirone since 2011, cyclobenzaprine from 2011 to 2015, ferrous sulfate from 2011 to 2015, minocycline since 2011 and tretinoin since 2011. On (B)(6) 2008, the patient had essure inserted. In november 2008, the patient was found to have weight increased ("weight gain"). In march 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). In may 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/cramping intensified during my cycles"). In 2009, the patient experienced psychological trauma ("psych injury/depression"), anxiety ("anxiety"), acne ("severe acne on neck ,chest,arms,back"), constipation ("constipation") and vulvovaginal pain ("vagina pain"). In july 2009, the patient experienced menorrhagia (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2010, the patient experienced back pain ("back pain/lower back pain"), alopecia ("hair loss"), migraine ("migraines / headaches"), pain ("body pain"), arthralgia ("joint pain/hip pain"), abdominal pain lower ("lower abdomen pain/lower abdominal cramping"), insomnia ("was not able to sleep"), trichorrhexis ("hair started breaking in spots in the middle to back of head"), anger ("I was always angry or crying extreme anger") and crying ("crying extreme anger"). In 2012, the patient experienced dizziness ("dizziness") and syncope (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced blood loss anaemia (seriousness criterion medically significant), 5 years 5 months after insertion of essure. In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/felt like broken glass or daggers were scratching me during intercourse/pain vaginally during sex"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female / chronic/ other"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), dermatitis allergic ("allergy: rash / skin condition"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), vitamin d deficiency ("vitamin d deficiency"), mood swings ("mood swings"), arthritis ("my arthritis and joint pain is not a dull ache"), procedural pain ("abdominal pain post hysterectomy"), device expulsion ("expulsion of essure device/essure insert (sterilization device) in myometrium") and headache ("headache") and was found to have hormone level abnormal ("hormonal changes") and uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (hysterectomy (full), total hysterectomy (uterus and cervix removed) ¿ vaginally). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, dermatitis allergic, psychological trauma, fatigue, gastrointestinal disorder, alopecia, migraine, hormone level abnormal, weight increased, vitamin d deficiency, vaginal haemorrhage, mood swings, anxiety, acne, genital haemorrhage, pain, arthralgia, abdominal pain lower, insomnia, trichorrhexis, anger, crying, dizziness, syncope, constipation, vulvovaginal pain, arthritis, procedural pain and device expulsion outcome was unknown and the pelvic pain, menorrhagia, blood loss anaemia, abdominal pain, back pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, headache and uterine leiomyoma had resolved. The reporter considered abdominal pain, abdominal pain lower, acne, alopecia, anger, anxiety, arthralgia, arthritis, back pain, blood loss anaemia, constipation, crying, dermatitis allergic, device expulsion, dizziness, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, insomnia, menorrhagia, migraine, mood swings, pain, pelvic pain, procedural pain, psychological trauma, syncope, trichorrhexis, uterine leiomyoma, vaginal haemorrhage, vitamin d deficiency, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she received treatment for the following events apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back, chronic, other, menorrhagia (heavy menstrual bleeding), anemia, rash/skin condition, psych injury, migration, fatigue, gi conditions, hair loss, migraines, headaches, hormonal changes, weight gain and other: vitamin d deficiency. Essure insertion date discrepancy: "(B)(6) 2008" and "(B)(6) 2009" (B)(6) 2008. Resolved after essure removal: pain, bleeding, other. Discrepancy as per mr-07mar2019: bilateral salpingectomy - second surgery to locate and remove essure coils since they didn't come out with hysterectomy. Coils never found. (As written) (as written per pfs ). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 83.9 kgs. Imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) result: not reported. Pathology test - on (B)(6) 2014: microscopic and diagnosis: uterus and cervix, hysterectomy: - essure insert (sterilization device) in myometrium. Adenomyosis. Proliferative endometrium. Cervix with no significant pathologic changes.; on (B)(6) 2019: bilateral fallopian tubes. Benign tubes. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, dysmenorrhea, headache, depression, pain, constipation, anxiety, acne, migraines. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs and mr received: new events added: abnormal bleeding (vaginal), mood swings, anxiety , severe acne , abnormal bleeding(general), pain, joint pain/hip pain , lower abdomen pain/lower abdominal cramping , was not able to sleep , hair started breaking in spots in the middle to back of head , I was always angry or crying extreme anger, dizziness, fainted several times due to blood loss, constipation, vagina pain, my arthritis and joint pain is not a dull ache, embedment, expulsion event onset date were added. Reporter information were updated, patient history, lab data and concomitant drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and blood loss anaemia ('anemia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female / chronic/ other"), menorrhagia (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dermatitis allergic ("allergy: rash / skin condition"), psychological trauma ("psych injury"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), migraine ("migraines / headaches") and vitamin d deficiency ("vitamin d deficiency") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, dermatitis allergic, psychological trauma, fatigue, gastrointestinal disorder, alopecia, migraine, hormone level abnormal, weight increased and vitamin d deficiency outcome was unknown and the pelvic pain, menorrhagia, blood loss anaemia, abdominal pain, back pain, female sexual dysfunction, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, alopecia, back pain, blood loss anaemia, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, hormone level abnormal, menorrhagia, migraine, pelvic pain, psychological trauma, vitamin d deficiency and weight increased to be related to essure. The reporter commented: she received treatment for the following events apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back, chronic, other, menorrhagia (heavy menstrual bleeding), anemia, rash/skin condition, psych injury, migration, fatigue, gi conditions, hair loss, migraines, headaches, hormonal changes, weight gain and other: vitamin d deficiency. Essure insertion date discrepancy: "(B)(6) 2008" and "(B)(6) 2009" resolved after essure removal: pain, bleeding, other. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: essure confirmation test(s) (unspecified) result: not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: this case was become incident. Event injury was replaced by specific events: apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back, chronic, other, menorrhagia (heavy menstrual bleeding), anemia, rash/skin condition, psych injury, migration, fatigue, gi conditions, hair loss, migraines, headaches, hormonal changes, weight gain, vitamin d deficiency. Patient date of birth, lab data, essure removal date, treatment details was added. Essure insertion date was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.